Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-05333. The patient received two leads (model 3286) with the same lot number. The patient reported she's unable to increase amplitude on multiple programs. Reportedly, both leads are fractured. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2:reference MFR report#1627487-2016-05333.follow-up identified surgical intervention was undertaken during which time the lead were explanted and replaced with a new models which resolved the issue.